Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with compounded baclofen intrathecal (125 mcg/ml; 34.35 mcg/day), bupivacaine intrathecal (2 mg/ml; 0.5 mg/day), and dilaudid (hydromorphone) intrathecal (20 mg/ml; 5.5 mg/day). The patient's indication for pump use was spinal pain. The patient's pump low reservoir alarm occurred on (B)(6) 2015, and the empty reservoir alarm occurred on (B)(6) 2015. The healthcare provider (hcp) interrogated the patient's pump on (B)(6) 2015 and the pump alarm was sounding. A volume discrepancy was also reported where the actual reservoir volume (20 ml) was greater than the estimated reservoir volume (0 ml). The reservoir volumes were normal at the last pump refill that occurred on (B)(6) 2015, and the pump had been refilled with 20 ml. The patient's dose was increased on (B)(6) 2015 at the hcp's office. There were no issues noted in the event logs. The patient had experienced a gradual onset of increased pain in the leg and groin. The patient had always experienced pain, but it had started to get worse beginning in (B)(6) 2015. The event was related to the primary device (pump). Per forming a catheter dye study and/or imaging was discussed in order to determine the potential for a catheter issue. Additional information was received from a healthcare professional via a company representative who indicated that 20 cc's were drawn back out from the patient's pump during the last refill; however, there was only supposed to be a couple of cc's left in the pump. A catheter revision occurred on (B)(6) 2015 to determine the cause of the volume discrepancy. A motor study was also performed to rule out the pump as an issue, which deemed the pump was good. A dye study was then attempted, but no dye was successfully pushed through/injected through the catheter. A portion of the catheter was cut out and a new spinal segment piece of catheter was implanted and attached to the existing pump portion of catheter. The part of the catheter in the spine remained in the spine and out of use. The issue had been resolved as of the date of this report. The patient was alive without injury.